Manufacturer narrative:
Analysis: a photograph of the returned device appears as figure 1. The fracture, as shown in figures 2 and 3, has transverse and longtiudinal planes. The planar surfaces have areas that are grainy in texture as well as very smooth areas. The cross section appears slightly elliptical indicative of compressive force on the catheter. Conclusion: the fracture indicates the catheter was subjected to cyclic compression in the costoclavicular area.